Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. It was also mentioned that the drive support cap was sticking out. The customer stated that the insulin was dropped a 3 months ago. Blood glucose level was 189 mg/dl at the time of the incident. Troubleshooting was provided but alarm wasn't cleared. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Also, device received with missing segment or partial display, problem isolated to lcd board.